Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of transient ischemic attack (tia) and embolism are listed in the xact instructions for use as known potential adverse effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that 13 days post xact stent implantation in the left internal carotid artery (lica), the patient experienced a transient ischemic attack and was hospitalized. Symptoms included approximately 30 minutes of speech problems and right face droop. No treatment was given and the symptoms fully resolved wtih no residual symptoms reported. Although the event was, reportedly, not related to the carotid stent, it was felt that the event was an embolic event from the lica. On 6/28/11, the nih stroke scale score was 0. Although requested, there was no additional information provided.